Manufacturer narrative:
Patient weight was added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire scs system was explanted. No new products were implanted. No further information is available.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-32259, 3006705815-2020-32735. It was reported that the patient experienced ineffective stimulation. In turn, surgical intervention may take place at a later date to address the issue.